Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on limited information available and after multiple unsuccessful attempts to obtain, the material number and batch number is unknown; reviews could not be performed and it was not possible to assess the rm documentation. No physical sample was provided by the customer. CAPA is not required at this time.

Event description:
It was reported that the unspecified bd intravascular catheter experienced difficult safety mechanism disengagement. The following information was provided by the initial reporter: safety device does not trigger when removing the needle.